Event description:
Rn giving infant a bath in the incubator. Rn standing on right side of incubator with the side door down. The opposite side door of the incubator was in the upright position, but neither latch was engaged in the locked position. Rn unaware that latches were not latched. When the infant moved up against the upright side door it fell open and the infant fell out of the incubator and landed on the floor.